Event description:
The clinic reported that a laser vision correction patient presented with loss of best corrected visual acuity (bcva) in left eye. The patient complained of blurry vision halos/glare/shadows. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: left eye pre-op 20/25 -6.00 x -1.00 x 179; bcva: left eye post-op 20/80.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. There are two medical device reports associated with this patient. This report references the left eye only. Placeholder.

Manufacturer narrative:
Event date: correction: in the initial report, the date of event entered, was incorrect. The date has now been corrected to (B)(6) 2015 in this follow up report. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).